Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover slid off into the patient when exiting the trocar of the olympus endoscope at the end of the procedure. The customer stated the surgical team removed the distal cover from an unspecified location in the patient. The customer stated there was no procedural delay and the same endoscope and distal cover were used to complete the procedure successfully. The customer reported the distal cover and endoscope were inspected prior to use and found to be in normal working condition. The distal cover was pulled and twisted to confirm it was securely attached to the endoscope. No anti-fog agents were applied to the endoscope lens. An additional in-service training will be provided to the staff. This event includes 2 reports: patient identifier (B)(6) is for the distal cover. Patient identifier (B)(6) endoscope. This report is 2 of 2.